Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect needle was returned to the manufacturer for evaluation. The needle tracked without issue during testing. No problems were found.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure, the navigation system was unable to track the biopsy needle. There was no impact on the patient outcome as a result of this issue. No additional information was provided.

Manufacturer narrative:
Additional information: procedure delay and completion information received.

Event description:
A second needle was used to complete the procedure. There was a delay to the procedure of less than 15 minutes as a result of this issue.